Manufacturer narrative:
It was reported that the stent was used with failure at deployment at stricture point. As a result of analysis of returned device, outer sheath was detached and stent was loaded. There are curves on stent loaded part, and deployment was tried without pressure, and it deployed well. In the inner sheath, the curve was observed, but, the notable kinked marks were not. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Resistance can be felt due to pressure generated by patient's lesion during deployment. Outer sheath can be stretched and detached so it can cause deployment failure if deployment was tried by force in this situation. However, it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. Based on the deployment well under the none pressure, it is considered that delivery system was pressured due to patient's lesion during procedure and deployment was tried in that situation. It was hard to deploy due to pressure/curved sheath, in which was concentrated the force, and the strong resistance occurred and the outer sheath was detached in the end, resulted in deployment failure. This complaint is assumed that it was malfunction for device due to pressure of patient's lesion, there will be continued to monitor the same or similar customer complaints.

Event description:
The doctor tried to place three stents. Each time he attempted to place the stent past the stricture, during delivery the stent would fail. The patient did have altered anatomy from a previous surgery. Three stents were used with failure at deployment at stricture point according to distributor. Procedure completed with no additional complications. (Est2012f x 1ea, est2015f x 2ea).